Manufacturer narrative:
Device failed displacement test. During motor load for the displacement test, device returned an unexpected pump error 68. After further review, there was corrosion just about everywhere on electrical board. Unable to perform the displacement and self tests due to the unexpected pump error 68. Device was received with a crack in the battery tube that starts at the corner of the belt clip rails. There¿s also another crack which runs diagonally across the battery threads. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage on the insulin pump. Troubleshooting was performed. Customer advised the insulin pump was dead after being exposed to moisture from the swimming pool. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.